Event description:
It was reported that during a lap cholecystectomy procedure, the jaws failed to close when attempting to remove the instrument via 5mm trocar resulting in the instrument being jammed in the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 01/29/2009. Info anticipated, but unavailable at this time.